Event description:
Surgeon experienced difficulty removing the locking cap from the screw. The surgeon had to cut both ends of the rod for removal of the locking cap. This is the 3rd of 3 reports submitted on this event.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.